Event description:
It was reported that during a ptca/stent procedure, the stent was deployed and the stent delivery system (sds) was deflated; however, it could not be removed. The sds was inflated and deflated again, and with some difficulty the sds was removed. After removal of the sds, a dissection was noted. Another stent was used to treat the dissection.